Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: during investigation, a crack in the battery compartment was found above and below the grip pad. A base crack was present between the case seal and keypad. A crack in the cover was present between the corner of the lens and the case seal. Visible moisture was present on the display. A leak test was performed and failed due to the display lens leak. The pump was opened to find moisture corrosion on the printed circuit board. No moisture was found in the battery compartment. Unrelated to the original complaint, the pump was powered on to a dim orange display.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery compartment was cracked/damaged. The reporter also claimed that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.